Manufacturer narrative:
Initial reporter phone number is: (B)(6). Siemens completed a technical investigation of the reported event. The siemens customer service engineer (cse) visited the facility, reviewed the system logs and interviewed the operators. It was discovered that since it was necessary for the operator to re-align during loading of the first gate, the pop-up screen asking "whether to overwrite the treatment conditions" is closed as "no" and the patient is re-aligned, reloaded and treatment is continued, resulting in the treatment bed rising 20 cm (a preset value). The cse informed the customer that the preset value (20 cm) is a system specification. When the operator answered "no" to the pop-up question, the operator complained that the confirmation pop-up should be displayed again before the patient table or gantry moves. The cse confirmed the system is functioning within specifications. Additional action is not warranted at this time.

Event description:
It was reported to siemens by the customer that at the second gate in the automated field sequence (afs), the table moved upward by 20 cm during use of the oncor impression plus system. The customer complained that the confirmation pop-up should be displayed a second time before the treatment table or gantry moves in case the operator answered "no" to the pop-up dialog the first time. No patient mistreatment or injury was reported as a result of the reported issue. Although no patient injury or mistreatment occurred, if the customer is not aware of the treatment table movement to the present position and has not verified collision clearance, this event might lead to a collision in which the patient might sustain a severe bodily injury. The reported event occurred in (B)(6).